Manufacturer narrative:
Since no material will be returned from the customer and the lot number is unknown, no investigation could be performed. Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
On (B)(6) 2014, the patient reported the infusion set leaked insulin due to a bent cannula, and she experienced hyperglycemia of above 600 mg/dl as a result. She delivered a bolus of 10.0 units for breakfast, and when she felt her blood glucose elevate, she delivered an additional 10.0 and then 18.0 unit bolus. Her blood glucose was above 600 mg/dl around 12:00 p.m., and her target range is 80-120 mg/dl. She changed the accessories, and she noticed the infusion set self-adhesive was wet and the cannula was bent. She changed the headset and delivered a bolus, and she felt her blood glucose start to decrease. Her blood glucose was tested during scheduled lab work around 2:00 p.m., and it was 674 mg/dl. The alleged product was discarded and will not be returned for evaluation.